Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the possible product damage was most likely related to handling use during prep. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that during insertion the 0.027 wire was inserted through the inlet portion of the pump and possible damage to the optical sensor was done. Staff was informed and about best practices along with not touching the shiny portions of the pump during insertion. Pump will be sent back to make sure there was no issue with optical sensor.